Event description:
"Stent deployed over a side branch wire [pt2 moderate support 185 cm str]. Following several inflations of the balloon in the main vessel and side branch it was noted under fluoro that the tip of the branch wire had detached from the main body of the wire." It was confirmed that the wire fragment remains in the pt's body and has caused no complications. Add'l info has been requested regarding this event.